Event description:
The device was explanted and replaced due to "battery depletion". The device was part of a product recall. The device was implanted for 92 months. No patient symptoms were reported; the pt was receiving lioresal intrathecally. Pt outcome reported as "doing well". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals cap lifted but still attached/functional. Insufficient bond of catheter access port.